Event description:
It is reported by the pt's attorney that the device was implanted in 2008. Post-op, patient has been experiencing pain and surgeon has recommended surgery, which is not yet scheduled.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt info such as height, weight, and pt activity is unk. Pain may be due to one or a combination of the following mechanisms: orientation, stability/fit, and appropriate selection of components, soft tissue impingement, extent of soft tissue tension, rehabilitation plan and compliance, activity level, and physical adaptation to implant. Based on the available info, a definitive cause can not be determined. Results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received. The complaint will be reopened. Zimmer, inc. Considers the investigation closed.